Manufacturer narrative:
On 12/15/2015 follow up: customer reported that insulin was bad and since changing, is doing much better. The t:slim pump user guide indicates that humalog has been tested up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level remained elevated (400s mg/dl). Customer reported using cartridges for up to five days. Customer changed infusion set and cartridge, as well as using manual injections to treat elevated bg level. Customer declined troubleshooting from tandem technical support.